Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15241. The pt reported she was without stimulation and experiencing auto-reducing on all programs. The sjm rep met with the pt and although diagnostic testing indicated invalid impedance readings, reprogramming was able to provide effective stimulation. F/u info indicated a lead migration occurred. Surgical intervention will be taken at a later date to address this issue.